Event description:
The patient was enrolled in the reprise IV study with patient identifier of (B)(6). It was reported that left bundle branch block (lbbb) and first-degree av block occurred. The patient presented for a transcatheter aortic valve replacement procedure with a lotus edge valve. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The patient received a loading dose of aspirin. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was not performed. A 27mm lotus edge valve was deployed successfully at the native aortic valve after partial and complete resheathing of the lotus edge valve in the delivery system catheter in accordance with the dfu (directions for use) and repositioning within the aortic annulus. One day post index procedure, the patient developed left bundle branch and first-degree av block. The event was noted on ECG, and no action was taken to treat the event. At the time of reporting the event was considered not recovered/ not resolved. Two days post index procedure, temporary transvenous pacing was removed and the patient was discharged to home with 30-day cardiac monitoring on aspirin and clopidogrel. The patient was later contacted and is doing well. Additionally, the patient has a one-month follow-up visit scheduled for (B)(6) 2019. It was further reported that the elevated cardiac enzyme levels were not considered related to the device. The left bundle branch block is now considered by the site to be recovering/resolving.

Event description:
The patient was enrolled in the reprise IV study with patient identifier of (B)(6) it was reported that left bundle branch block (lbbb) and first-degree av block occurred. The patient presented for a transcatheter aortic valve replacement procedure with a lotus edge valve. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The patient received a loading dose of aspirin. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was not performed. A 27mm lotus edge valve was deployed successfully at the native aortic valve after partial and complete resheathing of the lotus edge valve in the delivery system catheter in accordance with the dfu (directions for use) and repositioning within the aortic annulus. One day post index procedure, the patient developed left bundle branch and first-degree av block. The event was noted on ECG, and no action was taken to treat the event. At the time of reporting the event was considered not recovered/ not resolved. Two days post index procedure, temporary transvenous pacing was removed and the patient was discharged to home with 30-day cardiac holter monitoring on aspirin and clopidogrel. The patient was later contacted and is doing well. Additionally, the patient had a one-month follow-up visit scheduled for (B)(6) 2019. It was further reported that the elevated cardiac enzyme levels were not considered related to the device. The left bundle branch block is now considered by the site to be recovering/resolving.

Manufacturer narrative:
B5: describe event or problem: new information.

Event description:
The patient was enrolled in the reprise IV study with patient identifier of (B)(6) it was reported that left bundle branch block (lbbb) and first-degree av block occurred. The patient presented for a transcatheter aortic valve replacement procedure with a lotus edge valve. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The patient received a loading dose of aspirin. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was not performed. A 27mm lotus edge valve was deployed successfully at the native aortic valve after partial and complete resheathing of the lotus edge valve in the delivery system catheter in accordance with the dfu (directions for use) and repositioning within the aortic annulus. One day post index procedure, the patient developed left bundle branch and first-degree av block. The event was noted on ECG, and no action was taken to treat the event. At the time of reporting the event was considered not recovered/ not resolved. Two days post index procedure, temporary transvenous pacing was removed and the patient was discharged to home with 30-day cardiac holter monitoring on aspirin and clopidogrel. The patient was later contacted and is doing well. Additionally, the patient had a one-month follow-up visit scheduled for july 2019. It was further reported that the elevated cardiac enzyme levels were not considered related to the device. The left bundle branch block is now considered by the site to be recovering/resolving. It was further reported that the lbbb was treated with placement of a temporary pacemaker during the procedure.

Event description:
The patient was enrolled in the (B)(6) study with patient identifier of (B)(6) it was reported that left bundle branch block (lbbb), first-degree av block, and elevated cardiac enzyme levels occurred. The patient presented for a transcatheter aortic valve replacement procedure with a lotus edge valve. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The patient received a loading dose of aspirin. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was not performed. A 27mm lotus edge valve was deployed successfully at the native aortic valve after partial and complete resheathing of the lotus edge valve in the delivery system catheter in accordance with the dfu (directions for use) and repositioning within the aortic annulus. On the same day of index procedure, the patient was noted with elevated cardiac enzyme levels; specifically, creatine kinase-muscle/brain (ck-mb), creatine kinase (ck) total, and troponin were elevated. No action was taken to treat the event because the patient had no active chest pain and no indication of a myocardial infraction on electrocardiogram (ECG). At the time of reporting the event was considered recovering/ resolving. One day post index procedure, the patient developed left bundle branch and first-degree av block. The event was noted on ECG, and no action was taken to treat the event. At the time of reporting the event was considered not recovered/ not resolved. Two days post index procedure, temporary transvenous pacing was removed and the patient was discharged to home with 30-day cardiac monitoring on aspirin and clopidogrel. The patient was later contacted and is doing well. Additionally, the patient has a one-month follow-up visit scheduled for (B)(6) 2019.